Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The customer did not provide info regarding the pt outcome. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing graphical user interface (gui) to breath delivery (bd) cable, change the pt circuit, perform calibrations, run extended self-test (est), short self-test (sst) and performance verification test (pvt) and to run unit for an additional 24 to 48 hours before returning to service. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).